Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high pacing impedance and oversensing noise on the right ventricular (rv) lead. Rv lead fracture was suspected. On (B)(6) 2024, the physician elected to cap and replace the rv lead. The patient was stable before, during, and after the procedure.